Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.505.041; lot:f-17439; manufacturing site: selzach; supplier: sphinx werkzeuge ag; release to warehouse date: january 06, 2016 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received drill bit shows that the complete fluted tip section (approx. 4mm) is broken off. The broken off portion was not returned (remaining in the patient¿s body). The shaft and coupling are otherwise still in good condition. Dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4112 per iso 7153-1 as required and the measured hardness was within the specification. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Unfortunately, we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation or lateral stress has caused the breakage of the 1.5 mm drill bit. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention to the leaflet ¿important information:¿ check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluated by MFR: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the tip of the drill bit broke off when the surgeon drilled at the mandible during sagittal ramus osteotomy. The surgeon recognized that the broken tip was difficult to remove and decided to keep the broken tip in the patient's body. There was a surgical delay of less than 30 minutes. The procedure was successfully completed. Patient is in stable condition but still hospitalized.    This report is for one (1) 1.5mm dia drill bit. This is report 1 of 1 for complaint (B)(4).